Event description:
It was reported that during a device replacement the right atrial (ra) lead was found to be sitting in the subclavian region of the patient. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis of the lead revealed that the outer insulation of the lead developed a cosmetic depression while in vivo, the outer insulation of the lead developed a breach due to the depression while in vivo and the overlay tubing of the lead was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 693152 implantable tachy lead, implanted: (B)(6) 2006; product ID d154atg implantable cardioverter defibrillator,  implanted: (B)(6) 2006. (B)(4).